Event description:
A mckinley medical svc tech observed a reportable malfunction with an electromechanical ambulatory infusion pump returned to mckinley for routine svc. The pump failed a delivery-rate accuracy test (under delivery).